Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a prestige grasper. During inspection and routine maintenance, it was found that it separated at the weld and did not pass the "tug test". There was no patient involvement. Additional information was not provided.

Manufacturer narrative:
Investigation results: the reported grasper was returned for evaluation. Visual assessment showed the devices are well worn and have been repaired to varying degrees by a third party. Examination of the solder joint at the rotator block and handle for each device was performed and were found intact. Per the inspection procedure for mis instruments manufactured for or by smith & nephew inc. Tensile testing is not required. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non functionality. Other than o ring integrity testing the IFU does not recommend or instruct that tensile testing be performed. A review of the complaint and manufacturing records was performed, there were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
Supplier: (B)(4). As a result of an adverse trend for devices exhibiting failure at the thumb-loop assembly joint, the malfunction has been investigated by a supplier, micro-stamping, and a corrective action (scar) was performed. The supplier evaluated multiple batch #. Micro-stamping re-designed the push rod fixture, increasing the clearance, to ensure that the fixture is appropriately stressing the entire soldering joint. Upon implementing the new fixture, it was verified that the new fixture does not hang up on the soldering as the old one did when testing a returned non-conforming sample. In addition to this scar, a CAPA was opened by aesculap inc. For further evaluation of the design transfer of this device.